Manufacturer narrative:
Sc-2218-50 (sn (B)(4)) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture locations.

Event description:
A report was received that the patient will undergo an ipg revision for unknown reason. The patient underwent a revision procedure and it was the leads that were replaced due to high impedances. The patient was doing well postoperatively. It was unknown if the ipg was revised during the procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-1132 serial#: (B)(4) description: precision spectra implantable pulse generator

Event description:
A report was received that the patient will undergo an ipg revision for unknown reason. The patient underwent a revision procedure and it was the leads that were replaced due to high impedances. The patient was doing well postoperatively. It was unknown if the ipg was revised during the procedure.

Manufacturer narrative:
Additional information was received that the leads were the issue, and there was no issue with the ipg. The ipg was repositioned in the same pocket per patient¿s request.

Event description:
A report was received that the patient will undergo an ipg revision for unknown reason. The patient underwent a revision procedure and it was the leads that were replaced due to high impedances. The patient was doing well postoperatively. It was unknown if the ipg was revised during the procedure.